Event description:
The manufacturer received information alleging a trilogy ev300 device failed an active fco 81 test. There was no allegation of patient harm. The device was not reported to be in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.